Event description:
The hcp explanted and replaced the pump and returned it to the manufacturer for analysis. The reason given for removal was battery depletion. A follow up report will be sent when additional information is received.